Event description:
It was reported that a patient presented to clinic for an implant procedure on (B)(6) 2021. During procedure, it was noted that the right ventricular (rv) lead had signal artifact, low r-wave amplitudes, and failure to capture. A new rv lead was used and implanted with all appropriate parameters. There were no patient consequences.

Manufacturer narrative:
It was reported that the right ventricular (rv) lead showed signal artifact, low r-wave amplitudes, and failure to capture. The complete rv lead was returned to lab for analysis. Testing of rv lead did not confirm any electrical anomalies and the reported events were not reproducible.